Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified left main artery. A 4.0 x 23 mm xience xpedition stent was deployed at 16 atmospheres. The balloon was not fully deflated when an attempt was made to remove the balloon; however, it became stuck in the left main. Light force was applied and the stent delivery system separated into two pieces. The separated portion was removed with a snare device. The patient became unstable with st elevation; however, the symptoms subsided when the balloon was removed from the left main. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 -15 seconds longer. It should also be noted the IFU warns: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, a conclusive cause for the deflation difficulties could not be confirmed; however, the difficulty removing the sds and shaft separation appear to be related to the circumstances of the procedure and there is no indication of a product deficiency.